Event description:
A healthcare professional reported that flap was thin with the targeted thickness and actual thickness difference was twenty microns in the patient's left eye, during epilasik surgery. The surgery was completed successfully. There are two related reports for this event. This report addresses the unknown patient initial's, left eye and other manufacturer reports will be filed.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. Based on this incident, a field service engineer performed a system verification and found no technical issues with the device. System met specifications as per service installation record. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The energy was stable during the whole day. The logfile shows twelve successfully performed treatments. The treatment of the patient's left eye was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no warning or error messages. No technical root cause could be identified. The system was working within specification. No technical root cause could be determined for the reported event. With current information a device malfunction can be excluded. Root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).